Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, pump error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify charge/battery lasts less than expected anomaly due to blank display.

Event description:
Customer reported via phone call that the insulin pump had weak battery. The customer¿s blood glucose was 120 mg/dl. The device will be returned for analysis.